Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 167 mg/dl and the sensor glucose was 75 mg/dl at the time of the incident. Customer stated that, sensor glucose was low that it suspended the pump but she checked her blood glucose and it was normal 167 mg/dl. The current blood glucose was 112 mg/dl and sensor glucose was 86 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. The device will not be returned for analysis.